Event description:
It was reported that the customer received no delivery alarms. The customer stated that, on one occasion, the alarm was caused by a kink in the tubing. However, the customer was unable to determine the cause of the other occurrence of the no delivery alarm. The customer's blood glucose was slightly above 100 mg/dl. The customer further stated that the alarm occurred with almost every infusion set he used. The customer resolved the alarms by rewind and repriming. The customer declined troubleshooting. Advised to call back when the alarm occurred. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.